Event description:
An account alleged that the foot end caster folded under the frame of the stretcher while a pt was on the unit.

Manufacturer narrative:
This event is being reported due to the possibility of reoccurring, it could cause serious injury. The technician determined the caster tube weld failed on the base weldment. The tech replaced the base weldment to resolve the issue.